Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, log files and photograph has been sent by the customer for review. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela comp d experienced a transducer (xdcr) fault alarm. There was no patient involvement associated with the reported issue.